Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, was jammed and heavy moving. Therefore, the reported condition was confirmed. It was further reported that the motor did not function and the coupling head was worn. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device had no function. It was reported that the malfunction occurred prior to surgery. There were no delays to the schedule surgical procedure and an identical spare device was available for use. There were no reports of injuries, medical interventions or prolonged hospitalizations. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.